Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed scratch lens and a damaged dso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause was due to unknown. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a high occlusion. No patient injury was reported.